Event description:
The facility reported an infusion pump with ''low delivery rate" during biomed testing. The facility rep stated, that there was no pt injury since the last baxter svc event.

Manufacturer narrative:
Eval summary: eval completed on 11/29/04. The infusion pump was tested for accuracy at 100ml/hr, channel infused -15.5% from the desired amount. The spec limit for this pump is +/-5%.